Manufacturer narrative:
An additional lot number was reported (m016807). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer has received multiple intermittent inaccurate fill estimates. During the initial call, customer troubleshot with tandem technical support and successfully reloaded the cartridge and received an accurate fill estimate, but indicated that the fill estimate would be inaccurate later on. Customer called back to report ongoing issues with the pump fill estimate. After reviewing the customer's t:connect data, tandem technical support confirmed the inaccurate fill estimates made by the pump on multiple occasions. There was no reported impact to the customer's blood glucose level. Customer will continue to use the current pump as backup therapy until replacement pump is received.